Event description:
It was reported vis repair work order that the nurse cable was sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.